Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer thought something may have been obstructing the pump vent; however, they were not sure that it was. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery. The customer's blood glucose level was 176 mg/dl.

Manufacturer narrative:
Additional information received indicate that the customer has not received any further altitude alarms. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.